Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a small insect was found within the bd luer-lok¿ syringe. This event occurred 2 times. The following information was provided by the initial reporter: "tiny insect inside plastic syringes."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval: yes d.10. Returned to manufacturer on: 14-jul-2022 h.6. Investigation summary: one photo and one actual sample were received by our quality team for evaluation. From the returned photo, foreign matter was observed on the barrel. From the returned sample, embedded foreign matter was observed on the barrel wall of the syringe. The device history review found one piece of foreign matter in the fluid path and one piece of embedded foreign matter in the barrel during the outgoing inspection, which passes the accepted quality levels. There was no quality notification raised on a similar nonconformance in the past 12 months. The probable root cause of the embedded foreign matter could be a result of degraded polypropylene. This may occur during the molding start up after a prolonged stoppage of the injection molding machine, which may have caused the overheated polymer additive to be embedded in the syringe. The flushing of the parts was not sufficient which resulted in the parts to flow downstream to the next process. An enhanced cleaning of the injection screw for the 50ml syringe molding press will occur. H3 other text : see h.10.

Event description:
It was reported that a small insect was found within the bd luer-lok¿ syringe. This event occurred 2 times. The following information was provided by the initial reporter: "tiny insect inside plastic syringes."